Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the monitor would not power on. The device was not changed out. The surgical procedure was completed successfully without the monitor, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) located a bad ampro board and repaired the customer product on-site. The monitor operated to MFR specs and was returned to clinical use. A preventative maintenance (pm) was performed on the entire system after the repair. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.